Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such excessive force during the tightening process and misaligned insertion or improper bone preparation.

Event description:
On 11/03/2025, a sales representative reported via phone that an ar-1588tnt2 fibertag® tightrope® ii abs implant, and an ar-1588tb-5 tightrope® abs button broke. This occurred during a quad tendon acl reconstruction on (B)(6) 2025. When the surgeon began tensioning the ar-1588tnt2 broke resulting in the ar-1588tb-5 button breaking and falling out to the floor. All fragments were recovered from the patient. The patient had a good bone quality, and it was uncertain if anything was used to prepare the bone. There was a delay of about 30 minutes that required additional anesthesia for that time. The procedure was completed using another ar-1588tnt2 fibertag® tightrope® ii abs implant, and another ar-1588tb-5 tightrope® abs button. There was no harm on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.